Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's device had stopped working that day.. The patient was called back and reported that they were having problems and couldn't get the device on. The patient stated that they charged a tiny little bit, but then tried to turn it on with the pp and it wouldn't turn on. The patient couldn't recall what screen they saw, but it was not the poor communication screen. The patient stated that they tried charging it for over an hour and the battery wouldn't move like it should, and it didn't charge a lot. The patient reported trying again later and was able to get it charged and hopes the issue is resolved. The patient stated that they went two days without the therapy. The patient was informed on how coupling can impact charging duration. Patient services reviewed hoe to sync ins using the patient programmer to check therapy status and battery levels. The patient confirmed that their therapy is turned on and ins battery is 3/4 charged and patient programmer battery appears low. The error code that they saw could have been the dead batteries in the patient programmer.